Event description:
The customer reported that there are tears in the netting but couldn't specify where. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the panel side b stitching is not grabbing the nylon to the netting. Window a slider body is open. Panel side d left leg has a 2 inch tear. Panel side a top ridge zipper elements are missing. (B) (4).